Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/22/2021. H6 component code: g07002 no device problem found. Investigational narrative: one opened box with twelve sealed samples product code v748 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. The product code is multistrand and each packet contains eight strands. In order to evaluate the conditions of the returned samples, the packets were opened and each packet contains eight strands, and no defects were detected. The swage and attachment area were noted to be as expected. The needles were intact and no damages, breakage on body, tip or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were x-rays taken to locate the needle piece(s)? According to staff not necessary was the needle piece(s) retrieved during the same procedure? Pieces were retrieved during same procedure was there any additional tissue damage as a result of searching for the needle piece? No. What is current condition of the patient? According to staff patient is well. What was the size of the needle used? 26mm, ct2. Was more than half the needle retained in the patient? No. Procedure and event date? Abdominal hysterectomy, (B)(6) 2021 (no exact day could be reported to me). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2021-11741, 2210968-2021-11742

Event description:
It was reported that a patient underwent a hysterectomy procedure in (B)(6) 2021 and suture was used. During the procedure, the needle broke. The needle parts were retrieved from the patient. No harm to patient. Additional information was requested.